Event description:
It was reported that the intermittent catheters were not as straight as they used to be. It was also stated that the intermittent catheter was different in color and the quality control has changed. It was noted that the patient had been using the product more than 90 days.

Manufacturer narrative:
The reported event was unconfirmed. The device did not fail to meet relevant specifications. The product was used for treatment purposes. The product had not caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Labeling review was not required as the investigation was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the intermittent catheters were not as straight as they used to be. It was also stated that the intermittent catheter was different in color and the quality control has changed. It was noted that the patient had been using the product more than 90 days.